Event description:
A surgeon reported that during a procedure, aspiration continued event hough the footswitch was back in the original position. There was aspiration of vitreous, however, there was no harm to the patient. The product sample was discarded. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).